Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited two high pacing impedance measurements of 1900 and 2001 ohms along with oversensing of noise for an unknown reason. It was noted that the patient is not pacemaker dependent, so there was no pacing inhibition and not enough noise to produce a shock. It was also noted that the rv impedance measurements are on a downward trend, with the two random higher values. The physician scheduled a revision procedure with the intent of revising the rv lead. However upon opening the pocket they found that another manufacturer's left ventricular (lv) lead was implanted on the right side of the patient and tunneled to the left due to the lack of access on left. During the revision procedure the rv pace sense portion was removed from the header and tested on a pacing system analyzer (psa). With the psa the rv lead yielded impedance measurements of 350 to 375 with no noise. The lead was then re-inserted back into the header with an impedance measurement of 380 ohms. Once the physician starting to sew up the pocket, noise was again present on the rv channel. The physician opted to leave the rv lead implanted with the same crt-d. The system was programmed to electrocautery protection mode with tachycardia therapy programmed off and the device pacing in the ventricle at 70 ppm with no response to ventricular sensing. The lv was left programmed to true bipolar with pacing and sensing. It was noted that the patient has never received a shock and expressed their desire to not have tachycardia therapy restored. At this time the crt-d and rv lead remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that there was also loss of ventricular the clinician was questioning why there had been no daily measurements since the cardiac resynchronization therapy defibrillator (crt-d) had been programmed to electrocautery mode. A boston scientific engineer reviewed the device data and confirmed that daily measurements would not be calculated if therapy is programmed off. No further changes were made to the system. The crt-d and rv lead remain in service and no adverse patient effects were reported.